Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were leaking too much. Patient mentioned they already made some adjustments, but the were still leaking. Patient mentioned that their symptoms return after (B)(6) but they were not sure when. Patient stated they changed the settings a week ago with manufacturer representative (rep). The patient reported that their baseline symptoms returned/lost therapy benefit. The patient was redirected to their healthcare provider to further address the issue. Patient asked for rep to call them back. Additional information was received from the patient. The patient called back and mentioned low efficiency in old implant leading to a replacement.